Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 470 mg/dl. Customer stated that the insulin pump after giving low glucose warning at 10 pm with blood sugar 70, it seems to have no longer worked properly as the blood sugar has risen up to 470mg/dl. Customer stated that the smart guard active with correct parameters, there are no other alarms. Customer stated that they manually adjusted blood glucose. The insulin pump will not be returned for analysis.